Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting blood due to high blood glucose. The blood glucose reading was 998 mg/dl at the time of hospitalization. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.